Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the down keypad button was not responding. Did not note any pump error 29 during testing. After further review, there is corrosion on the pins of the keypad flex connector. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the keypad anomaly.